Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
As reported: patient has fever which suggest some sort of inflammation from unknown sources. On echo exam vegetation was discovered on right ventricular lead in the area of tricuspiod valve.